Event description:
It was reported by the customer, patient infusion port maintenance, in accordance with the process of normal operation, the single-use implantable drug delivery device indwelling needle in the process of venting no oozing, indwelling needle into the port body after the return of the blood back to the normal, but in the pulsed punch tube with the yellow butterfly wing needle curved hook there is a liquid oozing, with a sterile swab to wipe dry, and then again pulsed punch tube is still oozing bodily fluids, the piercing place is not seepage of blood, oozing fluid. Explained to the patient, re-maintained and used normally.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-08098 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-08047.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, patient infusion port maintenance, in accordance with the process of normal operation, the single-use implantable drug delivery device indwelling needle in the process of venting no oozing, indwelling needle into the port body after the return of the blood back to the normal, but in the pulsed punch tube with the yellow butterfly wing needle curved hook there is a liquid oozing, with a sterile swab to wipe dry, and then again pulsed punch tube is still oozing bodily fluids, the piercing place is not seepage of blood, oozing fluid. Explained to the patient, re-maintained and used normally.